Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station was shut down and would not power back up the customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had shut down. A field service engineer was able to isolate the failure to the half-height drawer controller board, which was then replaced. The failure had propagated to the station controller module, which also required replacement. Service was restored. The system functioned as intended after the field service engineer repaired the device.